Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. An empty drum of strips was returned, product evaluation is not possible. Evaluation not possible.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. An empty test cassette was returned, product evaluation is not possible.

Event description:
Reporter stated the customer received results of 31.6 mmol/l and 12.9 mmol/l within 1 minute on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.